Event description:
Related to MFR. Report no.: 2183959-2014-00419. It was reported that following the implantation of an elevate pc anterior, the patient experienced moderate residual bladder volume, "unable to empty bladder completely, residual volume 110 ml, on 6-month follow-up visit the residual bladder volume was ok with 12 ml." Medication for one month and physiotherapy - electrostimulation, were administered on (B)(6) 2014. The event was reported as continuing as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.